Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2009 due to mesh erosion; hemorrhagic cystitis, urinary tract infections, abdominal pain, mesh protruded through the bladder mucosa. She had another mesh excision procedure on (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence. It was reported that the patient had a concurrent procedure of an anterior repair performed during mesh implantation. It was reported that patient underwent mesh removal also on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.